Event description:
Delivery of unrequested bolus doses reported. The pump was set to deliver morphine 1mg/ml at a continuous rate of 1mg/hr, and a pt dose of 1.5mg every 10 mins with no four hr limit selected. It was reported to the nurse that when the pt moved causing th cord to jiggle, the pump beeped, indicating pt controlled analgesia request/delivery, an unspecified number of times. No alarms were reported, no pt harm was reported.